Event description:
It was reported that the device was returned to the manufacturer with no information. The device subsequently tested out of specification during the manufacturer¿s analysis. Follow up determined the device was explanted on 2007 (B)(6) and was not returned until 2014 (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.